Manufacturer narrative:
Concomitant productsproduct ID: 3889-28, lot# va0e06g, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was the program was not helping the patient and the event was attributed to the programmer. The patient needed the program changed and reprogramming took place on 2014 (B)(6). It was noted that the patient was on program 1 at amplitude of 5v. The signs and symptoms were that it did not help the patient¿s symptoms. It was reported that the patient did not require hospitalization due to the event and the patient outcome was no injury.

Event description:
It was reported the patient stated their implant was not working and they had a return of symptoms. The patient stated the day their device was implanted the stimulation worked great and they were going to the bathroom every couple of hours. It was noted the next day they were going to the bathroom all the time again and the patient was going to the bathroom every 20 minutes at the time of report. Reportedly, the patient increased their stimulation on (B)(6) 2014 to 3.0 volts and then the following day to 4.0 volts. It was noted the patient sometimes felt stimulation. The patient increased their stimulation to 6.4 volts and stated it was too strong so they decreased to 6.1 volts which was still too strong. The patient decreased to 5.9 volts and it was strong but comfortable. The reporter verified the power was on by noting the lightning bolt in the upper left hand corner. Additional information from the healthcare provider stated the cause of the event was the patient¿s device needed programming adjusted. It was noted the patient¿s husband adjusted the program and they were going to see if that helped. It was reported the patient¿s symptoms reoccurred. There was no hospitalization and the patient¿s outcome was reported as no injury. It was later reported the patient never had therapeutic effect and the patient was going to the bathroom every 8-10 minutes after they woke up and it was slowing down a little bit in the evening. It was noted this was about the same as prior to implant and they had noticed no difference so far. Reportedly, the patient¿s stimulation was on program 1 at 4.5 volts and they increased their stimulation until they could feel it and stopped at 5.2 volts.